Manufacturer narrative:
(B)(4). Batch # m5439a. The analysis found that the plee60a device was received in good visual condition and with an ecr60g cartridge reload present; it was noted to be partially fired 1/4, consistent with an incomplete firing cycle. Upon further analysis the cartridge deck was noted damaged were the firing stops. In order to verify the condition of the internal components of the reload it was disassembled and the reload was noted to have the deck, drivers and one piece sled damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to the damaged knife condition found. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a roux-en-y gastric bypass procedure, on the sixth firing with the device, the tissue pushed out about 10mm. The surgeon stopped the device after firing about 1/4 of the way. The surgeon reversed the device and removed it from the patient tissue. A little bleeding was noted. It was not known how much blood was lost and no transfusion was required. The device did not cut, but unformed staples were observed to be lying in the surgical field. It was unknown if any staples were deployed into the patient tissue. Buttressing material was used. The surgeon also noted that the tissue was abnormally thick near the fundus. The surgeon did insert a drain, which was reported to not be a normal part of this procedure. A new device using a black reload was used to complete the procedure.